Event description:
Pt was revised to address poly wear on post from hyperextension.

Manufacturer narrative:
The product was not returned for examination. Product information required to review the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Provided info stated the pt hyperextension of the knee was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.